Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving gablofen (2000 mcg/ml at 1870.4 mcg/day) via an implantable infusion pump. It was reported that the pump had been stalled since (B)(6) 2020. The patient had an MRI on (B)(6) 2020 and did not have their pump checked until today. The logs were checked again and showed a recovery for today with the time stamp of 1:22 pm, which is when the pump was first read post-MRI.